Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "a patient who had a lap chole on (B)(6) 2016 at (B)(6) med ctr in (B)(6) by (B)(6). A ca090 direct drive clip applier was used during her surgery. She develop complications from a bile leak that is being attributed to your device." Patient status - "develop complications from bile leak".

Manufacturer narrative:
Type of reportable event was updated to serious injury due to reported bile leak. Three attempts were made to gather additional information. Ultimately, none was received. This report is to follow up with medwatch mw5062962. The event unit was not returned for evaluation. In the absence of the subject device, it can be difficult to determine the root cause. Although a lot number was not provided, a review of the manufacturing records for four possible lots confirmed that the product passed all manufacturing and quality inspections. On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventive action has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621- 2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.